Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the phenomenon, the reported event may have been caused by an error in the internal circuit. The cause of the internal circuit error could not be determined because the device was not returned to olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus field service engineer was informed by the user facility engineer that the front panel display was black and the device beeped, when the device was turned on. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations. The user sent the device to a third-party repair agency. Therefore, olympus could not investigate the device. According to the information provided by olympus (B)(4),the device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.